Event description:
Caller reported patient results on an inform ii system of 37 mg/dl and 78 mg/dl within 10 minutes. Caller also reported results taken 24 hours later on same inform ii system and same patient of 54 mg/dl and 95 mg/dl within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.